Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. Device dislodged or dislocated and stretched were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the stent delivery system (sds), during preparation the protective sheath was removed and prepped at the same time. It should be noted that the xience sierra instructions for use states before preparation: remove the product mandrel and protective stent sheath by grasping the catheter just proximal the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user error. It was reported that the stent delivery system (sds) was prepped, and the sheath was removed at the same time, resulting in a stretched and dislodged stent. Analysis confirmed the reported stretched and dislodged stent. It was also noted that the balloon had relaxed folds, indicating the balloon was subject to pressurization. Pressurization of the balloon could cause resistance when removing the sheath. Resistance between the sheath and stent could cause the reported damages. It should be noted that the instructions for use state before preparation ¿remove the product mandrel and protective stent sheath by grasping the catheter just proximal the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally.¿ in this case its likely the IFU deviation of performing preparation and sheath removal simultaneously contributed to the reported issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017-failure to follow steps / instructions.

Event description:
It was reported that during preparation of the 3.50x38mm xience sierra stent delivery system, the protective sheath was removed and prepped at the same time. No resistance was noted; however, the stent dislodged with the sheath and appeared unraveled [stretched]. An unspecified same size device was used to complete the procedure. There were no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.